Event description:
It was reported that the stent moved on the balloon. An express ld balloon expandable stent was selected for use. During the procedure, the stent jumped forward off the balloon. The procedure was completed using a different device. There were no patient complications.